Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the robot shut down in the middle of the case with a fault. The customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that when they rebooted the system, they had no video signal and no image. The tse verified the error logs and saw multiple errors pointing to the 30 degree endoscope. The tse recommended the customer to reseat the endoscope cable 5-6 times into the vision cart. The customer tried and the issue remained. The tse recommended putting on a new endoscope, but the customer stated that the surgeon did not want to do that at the time. Since they were at the end of the case, the surgeon was going to finish the case laparoscopically. The customer said she would try a new endoscope on the robot after the case was completed. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported issue. The endoscope cable connection was checked and failed. The self - test also failed, there was no image in both eyes and the tip heater current was out of range. No light was seen in 1 or both hirose fiber cables. The endoscope timed-out and there was no image. The 30 degree endoscope cannot be repaired and will be scrapped. No images or videos were shared for the event. A review of the device logs for the 30 degree endoscope (part# 470027-64 / serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the 30 degree endoscope was last used on (B)(6) 2022 via system serial# (B)(4) for a cholecystectomy procedure. There were 1906 uses remaining after this last usage. System log review: a review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed multiple errors that were possibly related to the endoscope issue: error 5314, error 45310, error 45311, and error 48221. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to a defect to the 30 degree endoscope. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.